Event description:
It was reported to philips healthcare that the rfu indicator of the heartstart mrx solid red x a periodic chirp with charge/shock failure noted on the status logs. There was no patient involvement.